Manufacturer narrative:
Risk assessment investigation results: based on the provided information within this complaint, there is insufficient information to conclude that there is a manufacturing or design related nonconformance that requires further analysis. It is unknown if product will be returned. No other conclusions can be identified based on the event details provided that would suggest a manufacturing or design issue of either device. Limited details were provided to patient event specific factors. No causality between the patient reaction (death) and mdt product was noted in complaint nor could any conclusions be identified based on complaint details provided. Other reviews identified no deviation that could have contributed to this event. With the available information, a contributing factor or cause for the reported event cannot be confirmed. Thus, no corrective action is possible at this time. This type of event will continue to be monitored using risk management and trending procedures. Therefore, no further conclusion can be made and this complaint is considered closed unless further information is received to justify additional investigation. Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Although it is unknown if the device caused or contributed to the reported event or not, we are filing this report for notification purposes. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by patient's sister via social media post that the patient had passed away right after neck surgery, one artery has been nicked. No more information is available.